Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain. It was noted that the device pacing mode was not maintaining atrioventricular synchrony which was suspected to be the cause of the chest pain. The patient's implantable pulse generator remains in use. No further patient complications have been reported as a result of this event.